Event description:
Home patient experienced "check heater line" alarm during fill 4/4 of their homechoice treatment. At this time, the home patient was experiencing cramping, high blood pressure, and dehydration. These symptoms were caused by the patient having one of their supply bags (solution bag connected to white clamped line) on the heating plate, rather than having the heater bag (solution bag connected to red clamped line) on the heating plate. In attempt to rectify the situation the patient's nurse directed the home patient to clamp off the heather bag (which was not placed on heating plate), unspike the bag, and replace it was with the supply bag which was previously being heated on the heating plate. Home patient then resumed treatment as usual. Per nurse, no patient injury or medical intervention was associated with this incident.